Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ICD exhibited an unspecified diagnostic issue. No adverse consequences were reported for the patient. No further information was available. Date of implant is unknown at this time.